Event description:
Event description guidant received information that during the implant of this implantable cardioverter defibrillator (ICD), a shorted lead indicator was displayed following delivery of a high energy shock. An examination of the device noted a burn hole on the back of the device case.